Event description:
It was reported that a lead alert sounded for out of range impedance. A bad connection was suspected. The device and lead remain is use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for svc (hvx) lead impedance occurred on (B)(6) 2009 03:00:04 and (B)(6) 2012 03:00:04. The weekly and daily maximum high voltage measurement log data show various spike increases for max svc = 52 to 216 ohms range between (B)(6) 2010 and (B)(6) 2012.